Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and was found to have dislodged. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.